Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the ambulance was called for treatment because too much insulin was administered to their body. The customer reported administering too much insulin with a needle. Customer's blood glucose was unknown at the time of incident. The customer also reported a no delivery alarm during a bolus. The customer was unable to troubleshoot for the no delivery alarm. The customer stated they were able to deliver a 4.5 unit bolus earlier in the morning. Customer declined to return the insulin pump for analysis.